Event description:
Device 2 of 4 reference MFR report: 1627487-2012-05024. Reference MFR report: 1627487-2012-05026. Reference MFR report: 1627487-2012-05027 the pt received his scs system on (B)(6) 2011 including four percutaneous leads and two lead extensions. It was reported the pt is no longer feeling stimulation. The pt can no longer increase the amplitude past the perception level. The amplitude auto-reduces when the perception level is reached. The pt was reprogrammed and was able to receive adequate coverage. X-rays were taken and revealed one of the leads had migrated. The pt will undergo surgical intervention on a later date to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.